Manufacturer narrative:
Product complaint # (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill bits 1.1 and 1.5 compact hand lcp module 1.5 system were blunt on the followings products: 03.114.007/lot: u348802, 310.507/lot: f-27581, and product: 310.507 lot: f-27532. The drill bit 1.1 is bent on the following product: 03.114.007 /lot: u352764.. The drill bit 1.0 of the system 1.3 broke intraoperatively, remaining inside the patient. The doctor decided to leave it because the remained part was in a perfect position performing the reduction and trying to remove it would cause all the reduction carried out would've been lost on product: 513.005/lot: f-22594. This report is for one (1) drill bit ø1 l46/34 2flute. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a surgical delay of five (5) minutes. The procedure was successfully completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: visual inspection: the drill bit ø1 l46/34 2flute was received at us customer quality (cq). Visual inspection of the complaint device showed the tip of the device was deformed. Also, some surface scratches along the device were observed. However, the reported condition for embedded device and broken could not be confirmed. No other issues were identified with the device. Dimensional inspection: (manufactured rev). Measured dimensions: shaft diameter = conforming. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: the overall complaint was confirmed since the device was deformed and impact the device functionality. A definitive root cause could not be identified. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. H6: part: 513.005. Lot: f-22594. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: march 08, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 - investigation conclusions.